Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the patient had light headedness and almost passed out due to possible noise on the leads which may have inhibited pacing. Both the patient's atrial and ventricular leads were thought to have insulation issues as the unipolar impedance was higher than the bipolar impedance. The atrial lead was programmed to bipolar and the ventricular lead was programmed to unipolar. Both leads remain in use. No further patient complications have been reported as a result of this event.